Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, c, d, g codes and manufacturer narrative.

Event description:
It was reported that at 1412, the nurse started an infusion at that was programmed through device interoperability and dual signed with a peer. The fluid was total parenteral nutrition (tpn) dextrose 10%, in a 250ml bag. Ordered to infuse at 1ml/hr. Over 24 hours. However, at around 1900 during shift change, it was noted that the "pump never started." It was reported that due to the non-infusion, the newly placed peripherally inserted catheter (PICC) line subsequently clotted off and had to be removed, "no immediate harm but required a second PICC placement.".

Event description:
It was reported that at 1412, the nurse started an infusion at that was programmed through device interoperability and dual signed with a peer. The fluid was total parenteral nutrition (tpn) dextrose 10%, in a 250ml bag. Ordered to infuse at 1ml/hr. Over 24 hours. However, at around 1900 during shift change, it was noted that the "pump never started." It was reported that due to the non-infusion, the newly placed peripherally inserted catheter (PICC) line subsequently clotted off and had to be removed, "no immediate harm but required a second PICC placement."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the reported issue alleging the pump did not start the infusion is suspected to be associated with not having programmed or completed the programming process for the infusion of tpn on the date (B)(6) 2023 between the time of 2:11 pm and 7:21 pm. The pcu event log recorded the pump module s/n: (B)(6) had alarmed for safety clamp open at a 4 second duration indicating an administration set was installed at the time of 2:11 pm. No infusion programming or keypresses were recorded after the safety clamp open alarm. The infusion of tpn was manually programmed and started at the time of 7:21 pm. The inspection and testing process did not find any existing malfunctions that may have been a cause for the reported incident. The returned infusion system passed all functional test requirements in accordance with the alaris system maintenance (asm). H3 other text : not applicable. Device evaluated by bd.